Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 8/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked. There was no evidence of physical damage on the battery compartment threads. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. The test battery cap was able to secure to the pump for testing. The pump was exercised for 24 hours with no loss of power occurring.